Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a high mic was given for the drug ertapenem for a patient sample. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a high mic was given for the drug ertapenem for a patient sample. No health impact or consequence reported. Report 4 of 6.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) with escherichia coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3321932. The customer did not provide panels, isolate returns or phoenix generated lab reports for the investigation. To investigate, three retention panels of the complaint batch were inoculated with in house isolate e. Coli enf 110120 and placed in a phoenix m50 for etp mic results. In addition, one control panel from the same material but different batch was inoculated with in house isolate e. Coli enf 110120 and placed in a phoenix m50 for etp mic results. Results of the test show all panels returned the expected results for etp. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. A review of complaints revealed one other complaint on this batch, not related to this defect. Bd will continue to monitor for trends and take action as necessary.